Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a cracked case at the reservoir tube. The insulin pump unable to prime during prime test due to loose drive support disk. The insulin pump had a missing end cap sticker.

Event description:
The customer called to report that insulin is squirting out during the manual prime. It was also stated that the motor was protruding from the end of the case. The customer's insulin pump was out of warranty, and she stated that she was in the process of upgrading. Nothing further was reported.